Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5x12 absorb and 3.5x12 absorb gt1 referenced are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2016 three absorb scaffolds (two 3.5x12s, one 3.5x28 mm) were implanted in the right coronary artery (rca). On (B)(6)2018 a coronary angiogram identified restenosis in all three scaffolds in the rca. The patient had chest pain with the restenosis five or six days prior to the hospitalization. Two xience stents were implanted in the rca to treat the restenosis with a successful outcome. The condition resolved. No additional information was provided.